Event description:
Pursuant to info received from the physician, the pt was bilaterally implanted with saline prosthesis on 1/15/93. Subsequently it was noted that the pt's left breast had developed an infection and swelling while the right prosthesis had deflated, both prostheses were removed on 9/10/96. The MFR will request the return of the device for evaluation purposes and will continue its investigaton of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" co effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21 cfr 803.